Manufacturer narrative:
Two forceps samples were received in an inner blister. In the bag also one cover foil was included. The samples were protected with bubble wrap. Failure investigation shows: a forceps would cut the picked material when: the edge of the forceps are too sharp; the closing behavior of the forceps would only close the edges instead of the forceps area. The retrieved samples were investigated regarding those two requirements. No sharp edges around the grasping area were found. The closing behavior of the forceps worked well. The instrument closed clearly from the tip and in the final position the grasping areas fitted well together. Summarized, the instruments fulfilled the final shaping requirements of production. No adverse behavior or feature could be found. Therefore, the complaint of the customer cannot be confirmed. A root cause could not be determined because the returned samples met the specifications. A possible root cause could not be determined because the returned samples met the specifications. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic forceps was used during surgery when the picked object was cut, but then could not be grasped. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. Additional information received further clarified that the patient's membrane was cut although the forceps device was unable to grasp. There was no treatment to the patient required or provided.